Manufacturer narrative:
Corrected section: removed h-8. The lot # 3000380847 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c ring in line with harvesting tool preventing tool from extending all the way. Related to tw (B)(4), (B)(4), (B)(4), (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-3,b-4, g-3, g-6, h-1,h-2,h-6, h-10, h-11. Corrected section h6: medical device ¿ problem code "1384" has been removed.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c ring in line with harvesting tool preventing tool from extending all the way. A new device was used to continue the procedure. There was no procedural delay.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected h6: from "4648" to "4629".